Manufacturer narrative:
Medical devices continued: sedr01 ipg implanted: (B)(6) 2012.

Event description:
It was reported that the right atrial (ra) lead exhibited chronically elevated pacing thresholds. The lead remains in use. No patient complications have been reported as a result of this event.